Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va0wn0e serial# implanted (B)(6) 2015, explanted: product type lead d4: correction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown, ubd: 14-jul-2020. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. The hcp reported that a surgical pause was performed in accordance with hospital regulations. The patient has a prior left-sided device placed at an outside facility that was unstable in the prior pocket and had no function on testing. The decision was made to replace the device and re-assess their symptoms with a working model. Informed consent was verified and the patient was brought into the operating suite. The patient was induced with general anesthesia in the supine position, then placed into prove position. Pillows were placed under the lower abdomen to flatten the sacrum and under the lower extremities, to let the toes dangle freely. The patient was then prepped and draped in the usual fashion. C-arm was moved into position and then the midline of the vertebrae, notches and medial foraminal borders were marked. The prior left sided incision made, pocket was opened, prior ins was identified and removed from the pocket. The battery was unscrewed using the torque wrench, released from the lead and removed from the field. Impedance testing was performed on the lead at this time with abnormal values noted at every site. Fluoroscopy was used to identity where the lead was place into the sacrum, and a cut down was performed under direct vision with the lead removed in its entirety. It was handed off to the field for pathology. Stimulation was tested and bellows of the anus and planter flexion of the hallux were clearly seen. The needle stylet was removed and a directional guide wire was placed and confirmed fluoroscopically. The foramen needle was removed. An incision was made at the puncture site with an 11 blade. The dilator and introducer sheath were placed over the directional guide wire and directional guide wire and directed into the foramen until the opaque marker of the dilator was seen on the anterior rim of the sacrum. The obturator was removed and the quadripolar tined lead was placed through the introducer sheath and placement was confirmed fluoroscopically. Each electrode was tested for location of patient sensation, visualization of bellows and planter flexion of the great toe. The introducer sheaths were retracted, deploying lead tines. Had motor response to all electrodes. A horizontal incision was then made in the left buttock and a new pocket was created. The leads were connected to the stimulator and the ins was placed into the pocket. Hemostasis was confirmed. New pocket incision was closed. Prior pocket was closed. Sterile dressing were applied. All sponge and needle counts were correct. There were no patient complications reported as a result of this event.